Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display lens was scratched and cracked around the perimeter. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is a crack at the top of battery compartment. Moisture corrosion is visible in battery compartment. Removed pump cover to inspect for the moisture, no moisture corrosion is visible in the pump compartment. The display lens surface was cracked around the perimeter bezel and the display lens was scratched. (B)(6).